Event description:
It was reported by the patient¿s legal guardian that the patient developed what was described as ¿skin thickening¿ at the infusion site after wearing a pod for approximately 49 to 71 hours, resulting in decreased insulin absorption. This description is consistent with scar tissue formation. No medical evaluation or treatment was reported in relation to the skin symptom. This event is being reported due to the formation of scar tissue attributed to pod use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.